Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports patient was burned. Customer stated and incompatible cable was with mlx. Karl storz light source cable used lot # sy04,495na cable used with hayd medical lighted breast retractor 110-6595ls. Light cable plugged into short round bladed retractor. During the case the metal end plugged into the retractor causing patient to be burned leaving a blister. During the case the metal end plugged into the retractor causing patient to be burned leaving a blister. (B)(6) 2015 customer reports doctor was performing a removal of left tissue expander with revision of the left breast latissimus flap closure. During the procedure the lighted breast retractor was placed on the patient. The connection between the retractor and the light cord became hot and the patient experienced a burn. Small blisters appeared near the left axillae toward the front of the breast(blisters less than a centimeter in size). Physician placed tegaderm dressing.

Manufacturer narrative:
12/11/15 integra investigation completed. Manufactured in 2012, no further information available. Method: failure analysis, device history evaluation. Results: there is no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: none. There is no applicable engineering change order/manufacturing change order history. There are no applicable corrective action preventive action history. Health hazard evaluation history: there is no applicable health hazard evaluation history. Complaint history: there are 3 associated complaints reported for this product/complaint. Conclusion: the possible root cause for the mlx unit causing an overheated cable would be the loose mirror not installed properly which would not have filtered the light. The mirror was not in the mirror holding bracket. Also, the user did not use the recommended fused fiber cable for use with an mlx unit, integra catalog # 001388lx9 or 001388lx 11 and placed the cable on a patient. The mlx unit puts out a high intensity light which will warm the light source end tip of the cable and should never be placed on a patient.